Manufacturer narrative:
A visual inspection was performed on the retuned device. The reported difficult to advance and difficult to remove could not be tested due to the device condition. The reported deformation due to compressive stress was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat a lesion in the superficial femoral artery (sfa) with mild calcification and no tortuosity. The hi-torque (ht) command 14 guide wire was passed through an armada 18 balloon, however, there was resistance. The guide wire was taken out and the balloon was flushed. The guide wire was wiped with saline to lubricate the device and was advanced back into the balloon but still with lots of resistance. There was lots of resistance when the guide wire was removed again and the wire was noted to be completely curled up and kinked. The wire was removed independently. Another guide wire was used with the same armada 18 to complete the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.